Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are tobe handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. On 2017-aug-18 arjohuntleigh has become aware of a customer complaint indicating that during use of arjohuntleigh maximove floor lift to transfer the resident from a shower chair to a bed, the t-bar detached from a lifting arm. As a result, the resident fell from the height about 4-5 feet. The t-bar hit the resident in face causing a laceration. This laceration was treated with first aid measures (steri-strips) and there was no hospitalization required. When reviewing similar events for the maxi move passive floor lift that occurred within last 5 years, we have found a low number of similar cases where it was confirmed that a t-bar detached from the device completely during usage with a resident. In none of these cases a manufacturing anomaly was found as a cause of the detachment. With a number of sold devices and in comparison to the daily use of them, the occurrence rate observed for complaints with this failure mode is considered to be very low. On 2017-aug-18 the device was visually inspected by an arjohuntleigh representative at the customer site and found to be out of its specification. The t-bar nut loosened up and came off dropping the t-bar out of the lifting arm (jib) and m4 screw was missing. It was found that paint was peeling on the chassis legs and plastic scale covers were broken. Additionally, the scratches on the top of the jib and paint from door jams on the top cover were found. The functional test was performed. Raising/lowering the jib and opening/closing legs functions were operative. Since the t-bar was completely separated from the jib, the function test of dynamic positioning system (dps) could not have been performed. In order to understand the reason of the failure occurrence and conduct the technical inspection of the complaint component, arjohuntleigh has made unsuccessful attempts to ask the customer facility to make the part available for us. Unfortunately, despite our best efforts, on 2017-oct-30 we have been informed that the t-bar will not be made available for a return and further evaluation - the customer was not responsive. The device was not under arjohuntleigh service contract. The date of the last maintenance remains unknown. T-bar is attached to the lifting arm with a screw bolt to the bearing on the lifting arm. There are three mechanisms that are intended to make sure the pivot lock nut does not inadvertently unscrew itself: 1) the locknut includes a self-locking feature. 2) a torque of 60 nm needs to be applied to the lock nut. 3) a m4 screw above the lock nut acts as a secondary locking device, should the locknut become loose. What is more, the clearance between the jib and the t-bar should be between 1 and 2 mm and can only be altered by replacing the bushings. Received information points out that involved t-bar assembly was detached from the lifting arm, set screw was missing from t-bar threaded area, t-bar lock nut was dislocated from its correct position and came out. Based on information collected for this particular issue, it was impossible to establish the exact cause of the separation of the t-bar from the device lifting arm. To preserve the safety and performance of the device, preventive maintenance should be carried out in intervals recommended in product documentation. List of recommended steps can be found in the instruction for user. Please note that as per the instruction for use (04.km/00, from april 2006) provided with each sold device: "check that all external fittings are secure and that all screws and nuts are tight." "Warning: the simplest, safest and most effective way to maintain your product in good working order, is to have it methodically and professionally serviced by an arjo approved engineer using arjo approved spare parts." "Warning: before and during operating of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib." Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the adverse event - the spreader bar detached and fell causing laceration on the resident face. There was a device deficiency found (detachment of the t-bar assembly) that has caused the spreader bar fall and from that perspective the device was not up to its manufacturer's specification at the time of the event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported that t-bar fell from lift, when a resident was transferred from shower chair to bed. The resident fell about 4-5 feet. T-bar hit the resident in face causing lacerations. This laceration was treated with first aid measures (steri-strips) and there was no hospitalization required.